Event description:
It was reported that the atrial lead exhibited loss of capture due to dislodgement. Since venous access could not be gained, and the lead was still sensing appropriately, the pulse generator was programmed to vdd mo de.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.